Event description:
Device was placed for infusion of tpn. Three weeks later a lumbar puncture noted a glucose of 6000. Serum glucose was 200. A repeat puncture again showed crisis glucose. Contrast was injected into the line and a chest x-ray noted erosion of the catheter in the cerebrospinal fluid. It was determined that the tip of the device was in the sub-arachnoid space. The pt died of chemical meningitis.

Event description:
Device was placed for infusion of tpn 20 days prior to the event date. On event date it was determined that the tip of the device was in the supra-arachnoid space. The pt died of chemical meningitis on the event date.